Event description:
The patient expired three weeks after discharge. The cause of death is unknown. A male patient was consented to the study in 2009, the index procedure was completed on that day, and patient was asymptomatic. Pre-procedure medications were aspirin. Heparin was administered during the index procedure. The target lesion location was the proximal right internal carotid artery (ica). There was no occlusion in the contralateral carotid. Target lesion diameter stenosis was 80% with lesion length 25mm. Calcification was described as mild and concentric. Vessel tortuosity was moderate. Pre-dilatation of the lesion was performed. An angioguard distal protection device was used, but was unable to advance across the lesion due to the tortuosity of the vessel and the device not being flexible enough. The angioguard was removed from the patient and another non-cordis embolic protection device was used for the procedure. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The patient left the angio suite neurologically intact. The patient was discharged in the next day, with clopidogrel and aspirin directed. The patient expired 18 days later. The cause of death is unknown. The patient expired at a different hospital. The patient had some type of surgery at the hospital and it was noted that there was some type of renal complications, but could not be confirmed. The event was evaluated and determined to be unrelated to the cordis product, and unrelated to the index procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.